Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most likely cause is impact, dropping, shock or similar stress. However, a root cause of insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the resection sheath exhibited the ceramic head (insulation beak) was broken. There was no patient involvement.